Manufacturer narrative:
Additional information provided in h.2, h.6. And h.11. Product evaluation was not able to be performed since the reported product was not received at the investigation site for evaluation. This was a phacoemulsification with intraocular lens implantation (iol) case. The customer has reported there was a ¿loss of vacuum, an occlusion tone was heard, and then there was aspiration which was observed ¿intermittent.¿ additional related information obtained provides insight. There were ¿bubbles noted in the cassette tubing¿ which the customer has attributed to the ¿unstable aspiration and/or loss of vacuum." There was ¿no specific system message (sms) noted other than loss of vacuum.¿ the ¿reflux setting was attempted. However, the vacuum instability persisted¿ the procedure was paused; both the handpiece and cassette were replaced. Surgery was then completed successfully without further issues. The operators¿ manual states: ¿a vacuum tone is provided. The pitch will vary relative to the amount of vacuum. A high vacuum can indicate that little to no flow is occurring. This tone can be reduced in volume but not turned off. The use of the handpiece in the absence of irrigation flow or loss of irrigation flow can cause excessive heating an potential thermal injury. Do not exceed maximum capacity of 500ml. Excessive pressure in drain bag can result.¿ the operator¿s manual includes instructions for proper set up for the phacoemulsification handpiece: ¿hold handpiece with tip pointed down into test chamber and activate fill on the setup screen. While observing stream of fluid from irrigation and aspiration ports, fill test chamber completely and slide it over end of handpiece. Ensure no air bubbles are present in test chamber. Press handpiece into instrument tray pouch with tip pointed up, and secure irrigation/ aspiration lines to clips on top of tray. Ensure tubing is not kinked. The operator¿s manual also includes the warning: if stream of fluid is weak or absent, good fluidics response will be jeopardized. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Use of appropriate technique and settings is important to minimize fragments and turbulence. If stream of fluid is weak or absent, good fluidics response will be jeopardized. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to conclusively identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that bubbles were noted in the cassette tubing, leading to unstable aspiration and loss of vacuum during phacoemulsification with intraocular lens implantation surgery. The occlusion tone was heard and noted intermittently. The procedure was paused. The procedure was completed by replacing the handpiece and cassette. There was no patient impact. This report pertains to the cassette involved in this reported event.